Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted. A second xtr clip delivery system (cds 80723u165) was advanced to the mitral valve, and the clip was deployed, reducing the mr to 1-2. After deployment, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). An additional xtr clip (80721u190) was successfully used to stabilize the slda clip. Three clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.